Manufacturer narrative:
Additional information: (B)(4). Approximate age of the device from the product ship date is 1 year and 4 months. Device evaluation: the report of a pump stoppage event was confirmed based on the information contained in the log file retrieved from the returned system controller. The evaluation of the returned system controller revealed corrosion in multiple locations throughout the internal printed circuit board (pcb). Although no defective components on the pcb were identified, the observed corrosion indicates the presence of moisture, which could have resulted in an electrical short and caused the pump stoppage event captured in the log file. A direct correlation between the returned pump and the reported event could not be conclusively determined. The evaluation of the returned pump revealed an accumulation of post-mortem clotted blood in the outflow graft and a thin, loose, lining of biological material and clotted blood extending through the blood flow path. The lining extended through and surrounded both the inlet and outlet stator blades, indicating that it was likely a single continuous lining that formed post-mortem. A tissue-like deposition was also present surrounding the outlet bearing ball, partially occluding the blood flow path to the outlet stator. The deposition¿s lack of laminated layering suggests that it did not develop in this location. However, some dark areas of potential denaturing were present, indicating that it may have been in the outlet stator for an undetermined amount of time while the pump was operating. A direct correlation between the deposition and the reported event could not be conclusively determined. Continuity testing of the driveline found all wires to be electrically intact. The outer layers of the driveline were examined and appeared unremarkable. Visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. The evaluation of the driveline found no issue which would have caused the reported pump stoppage event. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the system controller and lvad device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a pneumonia and expired suddenly on (B)(6) 2016. The pump was explanted and returned for evaluation.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 1 year and 8 months. The pump remains in use supporting the patient; however, the system controller (serial number (B)(4)) was returned for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, after showering, the patient experienced a pump stop event (red heart alarm). After the event occurred, the patient reportedly exchanged the system controller and at an unspecified time later, the patient was found unconscious. The patient was intubated and CPR was performed. The patient was hemodynamically stabilized, and admitted to the hospital. It was reported that the patient was in the ICU until (B)(6) 2016. The hospital clinician reported that they did not know what may have caused the alarms and pump stop event and that the patient having a shower while connected to the power module seemed to be a coincidence. The healthcare team believes that the temporary pump stop event may have caused the patient to become unconscious. The patient is reportedly doing well; there was no neurological or other organ damage as a result of the event, and the patient was discharged home. The patient remains ongoing on lvad support with the device functioning as intended without any further alarms observed. No further information was provided.